Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittently pump stopped insulin delivery and an alarm was triggered. Customer did not know what alarm occurred. Customer declined to provide further information and declined tandem technical support's offer to perform a pump system check. There was no reported impact to customer's blood glucose.